Manufacturer narrative:
A4: patient weight added to the report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient ipg was inoperable. It is unknown if the ipg depleted prematurely.